Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of noise was confirmed. During service it was noted that the device had failed the sound test. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Reporter from USA requested routine maintenance for the device. During servicing noise was observed. The device was not used in surgery. No injuries were reported. If any additional information should become available, this notification will be updated accordingly.